Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high left ventricular thresholds. The lead remains in use. It was also reported that the physician used an insulation repair kit on the right ventricular. This lead's function was appropriate and it remains in use. No patient complications have been reported as a result of this event.